Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "caller asking for his sales rep for powerpiccs. Caller asking if the groshong repair kit can be used to repair a powerpicc. Caller states he is the physician assistant and a patient has a powerpicc with a crack in the tubing. Caller does not have a product code or lot number for the damaged powerpicc." Ms&s response "explained that the powerpicc cannot be repaired with the groshong repair kit. The entire PICC will need to be replaced. Encouraged caller to try and obtain a ref number and lot number. Copy to fa."